Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 7 months post-implant of a bifurcated device and two limb extensions in the iliac arteries; a type iii endoleak was identified between the limb extensions and the bifurcated device. The patient was treated with two additional limb extensions, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, operative notes were provided and reviewed by the manufacturer medical director. Based on the review of the medical records, it was determined that the patient's disease progression, in combination with anatomy, may have been a contributing factor to the reported event. Review of the manufacturing records revealed that the lot met all release criteria, with no relevant nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling under potential adverse events.